Event description:
It was reported through research article "proarrhythmic effects of dynamic atrioventricular delay programming in a patient with cardiac resynchronization therapy and activity-induced atrioventricular node dysfunction" identifying a gallant hf device that may be related to a malfunction. The gallant hf device exhibited pacing problem; output rate issue. The patient experienced symptoms of lightheadedness, nausea, and loss of energy. Programming changes were made on the device solving the issue. No patient consequences.